Event description:
The recipient was reportedly a non user of the device for the past ten years due to no benefit from the device. The recipient reportedly had a small hematoma with granulation visible at the anticipated location of the device. The recipient was instructed to continue wound care with hydrogen peroxide and antibiotic cream. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis (rga) test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the rga test limits. A corrective action was implemented. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly healed following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.